Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, noise was observed on the egms. One episode resulted in the patient receiving inappropriate antitachycardia pacing therapy. The episodes did not coincide with any emi exposures that the patient could correlate. Noise was evident on both near-field egms and the custom coil to can lead view. Patient was called in clinic for further testing. Noise was reproducible in clinic. Physician decided to reprogram the device.